Event description:
The customer reported that the unit powered down and showed the screen message "all settings have been reset to default values." There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the unit powered down and showed the screen message "all settings have been reset to default values." There was no report of negative pt impact. The unit was evaluated at the philips and the failure could not be recreated. The batteries from this customer site were also tested and the reported failure could not duplicated. Based on the customer words we will consider this a failure, however, we can not determine the cause of the failure. The unit passed all performance verification and was shipped back to the customer site. As of (B)(6) 2011, there have been no further calls from this customer site regarding this issue.